Manufacturer narrative:
The immucor laboratory tested a returned blood sample from the customer site with retention product on 01jun2018 which duplicated the customer's unexpectedly negative findings. The blood sample had a total protein of 8.6 g/dl, alb of 2.8 g/dl and globulin of 5.8 g/dl. The immucor internal identification number for this report is mdr652100.

Event description:
On (B)(6) 2018, a (B)(6) customer site reported an unexpectedly negative antibody screen and antibody panel, when using capture-r ready-screen (3) and capture-r ready-ID with a galileo echo 2.0 instrument.